Event description:
When end user rocks her chairs back and tilts forward the inhibit switch kicks in giving an e18 code. Per dealer the user may is pushing her joystick before coming back to a standard driving position. Dealer states when the consumer goes into drive lockout she has to wiggle the joystick first.